Event description:
A surgeon reported that four months following intraocular lens (iol) implant surgery, his pt had concerns about not having the same vision. In a follow-up, the surgeon's assistant reported the pt had a loss of depth perception three months following surgery. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There has been one other similar complaint reported in the lot number. Add'l info has been requested. (B)(4).